Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was not charging, insulin was not delivering properly and for an unknown cause, the customer had to reset the pump. There was no reported impact to blood glucose. Contact did not have any additional information and reportedly, customer declined further follow up.